Event description:
On 6/10/1998 pt had a pacemaker inserted. The atrial lead dislodged sometime during the last 24 hrs. The leads were removed and sent to pathology. Sales rep from pacesetter present in the room.